Event description:
It was reported that the device will not recognize battery. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated, visual inspection performed and found tamper seal removed/broken: yes, on bottom case and plunger assembly. Cracked on right plunger case and non-OEM top case was found with device. The reported issue was not duplicated, battery communication timeout - unable to download the ehl due to problem with pharmguard toolbox. The cause of the reported used was due to no battery communication timeout or battery not working error was found at power up, all the reading of battery ended with the n/a value. Interconnect board does not operate as intended. Unable to determine, no physical or any other damaged was found on interconnect board. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
Additional information was received by the manufacturer on (B)(6)-2022 via email and attached to the complaint object. Unfortunately, this unit came to the shop tagged as broken with no further information provided other than the pump was giving the (battery not recognized) error when it was checked by one of our techs.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were removed or broken upon receipt on the bottom case and the plunger assembly. The right plunger case was cracked and a non-original equipment manufacturer case was found with the device. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as all readings of the battery ended with the n/a value however, the interconnect board does not operate as intended. Root cause of the reported issue is unknown as no physical or any other damage was found with the interconnect board. Replaced the interconnect board, performed preventive maintenance and all functional testing.